Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The cause of the peritonitis was unknown. The patient was treated with injection netilmycin (50mg, route, frequency, and duration not reported) and injection targocid (400mg, alternative bag, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. The outcome of the event is unknown. No additional information is available. This is report 3 of 3.